Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis on (B)(6) 2014. The patient was found to not properly adhere to aseptic technique. The patient was treated with a three week regiment of vancomycin and has been able to resume cycler-dependent pd treatment with no further issue. Medical records have been requested.